Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an underpad. The customer reports the crib liner unraveled around the baby's toes and ankles turning them purple. No further info is available surrounding this event.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is underway. Upon completion, the results will be forwarded.